Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No ramping numbers noted on the display. Insulin pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners, and severely scratched display window noted.(B)(4).

Event description:
Customer reported via phone call that the buttons would not stop scrolling when the delivering bolus. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.